Event description:
Reporter stated on medwatch form that there was no vacuum when switching to higher vacuum. Had to convert to larger incision. Noted iris prolapse, add'l trauma and iris sphincter damage. Pt is doing well although pupil is not rounded. Did not want unit serviced at that time.